Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose, insulin pump was not functioning and was concerned its not delivering insulin like it should. The customer blood glucose level was 385 mg/dl, 352 mg/dl, 347 mg/dl. Customer treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The reservoir will not be returned for analysis.